Manufacturer narrative:
H4: the lot was manufactured from april 29, 2020 - april 30, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was "dripping" at the same time a secondary line was infusing antibiotics using a spectrum pump. It was further reported that antibiotics were infusing through a secondary set without clamps on and was hung above the primary bag; both the secondary medication and primary infusion where dripping at the same time. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.